Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the csf leak was not confirmed. No decision has been made on next steps to resolve the issue. Impedances were read and were very low. No reprogramming has been able to change the stim sensation area. The rep met with the patient to make stim changes and attempted to get a better response. The csf determination came from the surgeon. They are potentially going to place a drain to remove the csf from the space. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a lead revision done to move the paddle lead higher. The rep said the patient was getting coverage for the lower legs, but they wanted to obtain back coverage as well. The rep said the lead was originally placed for leg coverage and about four weeks later it was decided to attempt to obtain back coverage as well. The rep said there was no product issue and that the decision was made for the patient's therapy. The rep said that the hcp believed the patient may have a dura leak, and there may be csf in the epidural space. The rep said the lead may actually be floating in the csf. The rep asked how csf would affect programming. It was reported that the patient was having a strange reaction to programming in that they only felt sim in a tiny area of their hip - even though the lead was completely midline. The rep assumed and the hcp speculated that a csf leak may have occurred during the lead revision. The rep stated that they were not able to get any programming feedback from the patient after the revision. The rep is meeting with the patient on (B)(6) 2019 for additional programming and they stated they would check impedances. No further complications were reported.